Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2460, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2007. They got the left coil in with no said complications. When attempting, her right side, they had to rush to get more medications only to tell consumer that she would have to come back to have her right one done again. The pain was horrible. Since then, consumer experienced migraines, loss of hair, tooth decay, heavy periods with cramps that make her sick to the stomach, sharp pains in right side and left, night sweats that would leave her drenched when she woke up. A leep procedure was performed and they removed abnormal cells from cervix. It was a quick 15 minutes procedure. She experienced mild cramping and bleeding, which never stopped. Week one ended up in emergency room (ER) and she had her cervix scrapped and re cauterized without any numbing. She experienced excruciating pain. Week two, she was back to physician office for them to repeat the same thing again no numbing. Decision was made to use some new bonding material. Week three, she missed work again because of waking up and feeling like she was bleeding to death. She went to ER. After 30 minutes of manipulating her cervix, it was promised that it was fixed and she would not bleed again. Week four, she woke up to a pool in her sweatpants. An emergency d&c (dilation and curettage) was performed. She was told that it looked as if one of the coils was seen (right side) but the other was not (left side). She was kept overnight and an ivp was ordered to check for complications because of the pain. Consumer stated that she saw her coils on x-ray: one appeared normal and the other was bent. They then pulled up x-rays from 2012 that showed a spec (this must be a piece that was left from their failed first attempt but it was taken out during d&c). They pulled up her current x-ray and she saw the same spec. It was stated it was embedded in the wall of her uterus so no need to worry about it. They ended up putting two sutures on her cervix to cut off her blood flow. And she was put on two antibiotics. Few days later, she was breaking out in a rash going down her right arm. Antibiotics were switched. The morning after the d&c, her hemoglobin was at 9.8. She was still struggling with fatigue (she gets tired extremely easily). Consumer experienced constant struggles with teeth, chronic pain, bruise like a banana, unexplainable mood swings, aches that go untreated, ibs (interpreted as irritable bowel syndrome), and inability to sleep, to concentrate. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bleeding / bleeding never stopped (interpreted as genital bleeding). She had her cervix scrapped and re cauterized, she repeated it again. An emergency d&c (dilation and curettage) was performed. She was told that it looked as if one of the coils was seen (right side) but the other was not (left side) (interpreted as device dislocation). An x-ray was performed and the result showed a spec (it might be a piece from their first attempt embedded in the wall of your uterus). These events were considered serious and listed in the reference safety information for essure. In this case, the exact date and mechanism of dislocation and embedded device were not known. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since an intervention was performed. Additionally, non-serious events were reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
(B)(4).